Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 300 to 500 mg/dl. Customer stated that there was an air bubbles in reservoir and infusion set. Approximate size of air bubbles was unknown. Customer was assisted with troubleshoot and air bubbles were successfully removed. The insulin pump will not be returned for analysis.